Manufacturer narrative:
The reported incontinence is a known risk associated with implants of these device and indicated as such in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced damage to the device and a return to incontinence after a foley catheter was placed. A surgical procedure was performed in which the entire device was removed and replaced. No additional information was reported.